Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age or date of birth: estimated age. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion and cardiac tamponade. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the transseptal puncture was performed and the steerable guide catheter (sgc) was in the patient, a pericardial effusion was noted, but the mitraclip procedure continued. The effusion led to cardiac tamponade and the arterial pressure became too low requiring closed chest cardiac massage (compressions). Additional heparin was given. During chest compressions, the clip delivery system (cds) was advanced to the left ventricle where it interacted with the chordae. Standard troubleshooting maneuvers were used to remove the mitraclip from the chordae. There was difficulty grasping the leaflets because the grasping was performed during the chest compressions. Pericardiocentesis was performed and the patient was stabilized. The mitraclip was implanted reducing mr grade to 3. A second mitraclip was not attempted during this case. Another mitraclip procedure is anticipated, but has not yet been scheduled. No additional information was provided.

Manufacturer narrative:
Device codes: 2920 labeled. Internal file number - (B)(4). Correction: device coding: 1528 was removed and code 2578 was added. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported failure to adhere or bond (failure to grasp) could not be determined. The physical resistance was due to user technique/procedural circumstances. A definitive cause for the pericardial effusion could not be determined. Hypotension and cardiac tamponade were due to pericardial effusion. The patient effects of cardiac tamponade, pericardial effusion, and hypotension, as listed in the as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.